Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the collar/shaft area. Inspection found no other damage or defect with the device.

Event description:
Reportable based on device analysis completed on 10feb2021. It was reported that a guidezilla could not cross the lesion. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left coronary artery. A 5-in-6 guidezilla catheter guide extension was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed a complete separation at the collar/shaft area.